Manufacturer narrative:
During investigation, no manufacturing problem was found. The cause for the tear of the drain is most likely related to the user.

Event description:
(B)(4). We have had two cases reported to us with the drain breaking off between the white plastic, and the clear plastic. The broken off piece of the drain then remains in the patient, and is difficult to remove. (B)(6) case that was performed (B)(6) 2020 required surgical removal of the leftover piece of drain from initial mastectomy/breast reconstruction surgery that was performed on (B)(6) 2020. Four 15 fr drains were placed during the initial surgery. I have lot # p1836098 for the 15 french drain that is currently on our shelves; not sure if this lot number matches up to the drains we have had issues with.